Event description:
New information notes that the patient did not receive inappropriate therapy due to paced t-wave oversensing (pptwos). The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented with an implantable cardioverter defibrillator that exhibited post paced t-wave oversensing (pptwos). Programming changes were made to address this issue.